Event description:
The caller reported the cuffs on seven tracheostomy tubes developed leaks. All tracheostomy tubes had pre-tested cuffs inflated to different pressures depending on the patient. The leaks developed between 1 day and 2 weeks into use. The tracheostomy tubes are routinely changed monthly, but none of these re-intubations occurred on routine change. The tracheostomy tubes were all disposed of and no lot numbers are available. Associated reports: 2936999-2009-00560, 2936999-2009-00561, 2936999-2009-00562, 2936999-2009-00563, 2936999-2009-00564, 2936999-2009-00565.